Event description:
During insertion of an atherectomy catheter, physician did multiple passes and removed it without difficulty. This was followed by going in with the same catheter a second time & doing multiple passes, but now he could not remove it from the body. Staff used the button on the device that backs the catheter out and it would not work. Physician and cath lab technician tried to pull on it & could not get it back into the sheath. They then pulled back the whole sheath to see if that would help & still could not get the catheter out. Finally, the physician had to pull everything out at once . . . Wire, sheath, and catheter. The patient will have to come back for an additional procedure.